Event description:
It was reported that during ventilation, the inspiratory phase lasted longer than set before exhalation phase. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Per design, involuntarily changes of the I:e ratio is not possible since different subsystems within the ventilator is involved in the control and measurements and these changes always needs to be confirmed by the user. There are no indications of a ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).